Manufacturer narrative:
No medwatch form was received.

Event description:
Patient presented to the clinic after receiving inappropriate high voltage therapy. Noise was observed on the ventricular lead with non-specific movement by the patient. The noise is non-physiologic and seems to be coordinated with the movement of the heart. The lead was capped.